Manufacturer narrative:
One sample of a taper guard endotracheal tube was received for evaluation. An inflation/deflation test was performed using a syringe. 25cc of air was applied to the cuff and it was observed the cuff deflated immediately. A visual inspection was conducted and it was observed the cuff was torn. The failure mode tear in cuff was confirmed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taper guard products the operator inspects all products for no leaks and segregates the defective parts. All taper guard products have a resting time of 2 hours. Deflation tests are performed for all taper guard products. The operator inspects for no leaks and segregates the defective parts. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported that, prior to use, air could not be inserted into the cuff of a tracheal tube. There was no patient involvement.